Event description:
Boston scientific received information that this patient had a procedure in (B)(6) 2009 to remove a right ventricular (rv) lead due to infection (presented with endocarditis after 7 months implanted). At that time, the physician implanted a new rv lead with the existing pacemaker as it had only been implanted for one year. Then, approximately two months later, due to ongoing issues with infection, the pacemaker and rv lead were explanted and a new system was implanted that same day on the patient's other side since the patient was pacemaker dependent. It was thought that the patient was still experiencing issues from the original infection. The patient had developed (B)(6) and the patient was classified as very ill at this point. Approximately one week later, the patient passed away. The operative notes indicated that the patient had never left the hospital from before the (B)(6) revision procedure up until the date of death on (B)(6) 2012.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.